Event description:
The reporter states that the customer was involved in a event where she became "zombie like" with the inability to answer questions and sweating. The customer's blood glucose result was 73 mg/dl on the accu-chek advantage system. Twenty minutes later the customer's blood glucose result was 39 mg/dl on the professional meter. The customer was treated with IV glucose and felt better 1 hour after treatment. New system sent and return requested.